Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was over 500 mg/dl and treated it with insulin shot. The customer reported that the insulin pump received an error in the motor was detected by reading unexpected value from hall sensor error alarm. The customer were able to clear the alarms but they are not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with drive count during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch. No an error in the motor was detected alarms noted during testing.